Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late(onset) and rupture.

Event description:
Healthcare professional reported right side "there is a small amount of fluid adjacent to the elastomer shell . Representing postsurgical changes" and "a possible small intracapsular rupture". The following events are not device related: "intermittent fatigue no energy, a general feeling of being unwell", "textured and was concerned that there might be a correlation between her current health status and her implants", "having extreme night sweats". Device remains implanted.